Event description:
It was reported that during a laparoscopic splenectomy procedure, it appears there was staple malformation on the firing of the first cartridge. Another device was used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
Device was not returned for evaluation.